Event description:
Boston scientific received information that this device was removed and returned for an unspecified reason. Initial analysis testing revealed that this device had a shortened eri to eol which may be an indication of an out of specification condition. The device is currently undergoing detailed laboaratory analysis testing in an attempt to confirm and determine the root cause of this event. No adverse patient effects reported.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators ((B)(4), 2007) advisory population.